Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return at it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after the patient's MRI, their valve moved from 2.5 to 2. According to the report, they were able to reset it back to 2.5 without difficulty.

Manufacturer narrative:
Additional information received reported there was no injury to the patient. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.